Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged after slitting of the delivery catheter. The physician repositioned the lv lead to a different vessel but the tested threshold was high. The lv lead was not implanted and a single chamber device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.